Event description:
A complaint was received regarding an unspecified thermodilution pa catheter 8fr experienced rupture. It was stated in the report that they were attempting to wedge patient and blood came into syringe when drawing back. The product's balloon tip ruptured and was 6 days old. The event occurred on 23-jan-2025 during use. The date the product was inserted was (B)(6) 2025. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. D4, g4: model number is not known but similar device is sold under model 50328-08. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary the reported samples of one (1) used list #unknown, td catheter was received for evaluation. The reported complaint of tear on the balloon was confirmed. During visual inspection a tear was observed on the balloon of the td catheter. It is unknown how and when the tear had occurred on the balloon. The probable cause of the tear on the balloon is unknown. A device history record lot# review could not be conducted because no lot number(s) was/were identified.